Event description:
User facility reports that an extravasation occurred during an acl reconstruction of a knee. This resulted in a fasciotomy. User did not report any device malfunction during the event. User facility reported that the fasciotomy was performed to prevent compartment syndrome. No other info could be obtained from user facility.